Manufacturer narrative:
Method: device manufacturing history records, complaint history and packaging insert review. Evaluation summary: the reported device was not returned for evaluation. Patient medical records were not available. Based on the information provided, the results of the investigation indicate that the poly wear of the reported device is expected since it has been implanted for approximately 15 years. This event was not device related. The device manufacturing history review indicates that the reported lot of devices was manufactured and accepted into stock with no reported incidents. The product experience reporting database (2004-present) shows that there has been one other similar event reported regarding the reported catalog and lot code. A review of the current packaging insert notes the following warnings: "polyethylene wear. As would be expected, wear of the polyethylene surfaces of tibial and patella components has been reported following total knee replacement."

Event description:
It was reported that: "no specific "event" simply poly wear."